Manufacturer narrative:
Additional information add in b5.

Event description:
Additional information customer response on october 17, 2024. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 9/18/2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. IV was placed, as needle was disengaged blood started leaking out of the gray port where needle removes from. IV was flushed and continued to leak out of the gray port. IV had to be removed and patient stuck again. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No sample is available.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: IV was placed in patient. Needle was disengaged and blood immediately came out of the gray port where the needle removes from. The IV was flushed and leakage continued out of the gray port. This IV was removed and a new IV was placed in the patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. This is the 3rd complaint for leakage at septum (nexiva) for material: 383519 & batch: 4059671. DHR for lot number: 4059671 has been reviewed. This lot was built and packaged on nfa line 2 from 25mar2024 through 28mar2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. A review of the applicable fmea/eura (peura rm5796 rev26) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Here are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.